Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock and high shock impedance measurements were noted. The patient was also noted to have high defibrillation thresholds and an x-ray showed fat between the sternum and the electrode. The patient had gained a significant amount of weight. The system was thus explanted and replaced with a transvenous system. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received an inappropriate shock and high shock impedance measurements were noted. The patient was also noted to have high defibrillation thresholds and an x-ray showed fat between the sternum and the electrode. The patient had gained a significant amount of weight. The system was thus explanted and replaced with a transvenous system. No additional adverse patient effects were reported.